Manufacturer narrative:
One used convective warming hose was received for evaluation. Functional testing was performed using a known functional convection warming system. This hose was found to be in good working order and no failure was found. The complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
One level 1® equator® convective warming system was returned for investigation, with a hose but no power cord. The serial number written on the hose did not match the serial number of the device. The filter was clean. The accuracy of display readings and over temperature alarm points were tested, and no problems were found. Functional testing was performed and the device's temperature was found to be within specification. The device functioned as intended. The complaint was confirmed, and no root cause was determined.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that during use of a level 1® equator® convective warming system, the patient sustained a first degree burn and redness on the thorax, where the blanket had been placed. There were also blanket marks on the patient's thorax. The patient was undergoing a "unilateral hernia cure" procedure, and the patient was lying on their back. The temperature of the device was programmed to 44 degrees celsius. No permanent injury was reported.

Manufacturer narrative:
One blanket was returned for evaluation in used condition without its original packaging. Visual inspection of the device found no damage or discrepancies. Functional testing involved use testing and detected no defects. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manuafacturing process was performed on a similar part and found no discrepancies. A device from the manufacturing line was functionally tested and demonstrated good performance and no delaminations were detected. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the device.